Event description:
In early 2009, the sales representative reported that the surgeon was removing a screw and the threaded tip broke on the driver. Additional information received on 19 jan 2009 via telephone, the sales representative reported that during a revision surgery for adjacent levels the surgeon was explanting the screws when the driver tip broke on the driver. This did not cause any surgical delay and the surgeon was able to use another driver to finish the case as intended.

Manufacturer narrative:
Product is an instrument and is not implantable. Requests have been made for the return of the product. Request has been made to obtain the product. Evaluation is pending upon the return of the product.